Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic on (B)(6) 2018 after receiving multiple inappropriate therapies both high voltage and anti-tachycardia pacing (atp). Patient has a very rapid atrial tachycardia. Morphology was suspected to be the issue and was turned to passive. Patient continue to have inappropriate therapies and presented back in clinic on (B)(6) 2018. Morphology was turned back on and additional programming changes were made. Patient started on amiodarone and will be schedule for an atrioventricular (av) node ablation. Patient was stable.